Event description:
A 7-french amplatz left 0.75 guide catheter dislodged at the level of the external iliac after the guide was kinked. The dislodged catheter was successfully retrieved with the use of a amplatz snare.